Manufacturer narrative:
Other applicable components are: product ID 8709sc lot# unknown serial# implanted: (B)(6) 2011 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 information was received from a foreign healthcare professional (hcp) via novartis regarding a patient who was receiving baclofen (1000 mcg/ml at a dose of 250.2 mcg/day) and morphine (1250 mcg/ml at a dose of 312.8 mcg/day) via an implantable pump used for multiple sclerosis. On (B)(6) 2017 at 09:35, a motor stall occurred and the patient went into withdrawal within a few hours. On (B)(6) 2017, at 10:18, an active audible alarm was silenced on the pump, the pump was refilled, and the pump was restarted. On (B)(6) 2017, the patient's pump was interrogated which confirmed a motor stall had occurred on (B)(6) 2017 at 09:35 and a stopped pump period might exceed tube set alarm had occurred on (B)(6) 2017 at 09:35. On (B)(6) 2017 at 09:36, an active audible alarm was silenced and the patient pump was refilled. On (B)(6) 2017, the patient's pump was explanted and replaced. No additional information was provided. Actions taken when baclofen and morphine was unknown. The outcome and causality of events were not reported. The seriousness of events were reported as serious (medically significant) by the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated this report is a duplicate of the event reported as MFR report # 3007566237-2017-03471. All additional information will be reported in that MFR report. If information is provided in the future, a supplemental report will be issued.